Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Functional and visual testing was performed. The device revealed the error code 104 on the screen display and failed leadscrew test. The error code 104 indicate a problem with downstream occlusion issue. It's determined that the downstream occlusion sensor was inoperable and the cause of the issue. Therefore, the downstream occlusion sensor will be replaced, and the front housing will also be replaced as part of the repair process.

Event description:
Information was received indicating that the cadd ms3 pump displayed a constant blockage. The malfunction occurred during testing.